Event description:
It was reported that the radiofrequency programmer head was broken, and it was further noted that it was not needed back. The programmer head was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the device was broken. The device failed uplink amplitude testing due to the cable being out of electrical specification. (B)(4).